Event description:
A peritoneal dialysis nurse called fresenius tech support to inquire what the company protocol was in the event of a pt death while still connected to the cycler. The nurse stated she had a pt pass away on (B)(6) 2011 while still connected to the cycler. The nurse asked if the cycler was picked up. Tech support advised the nurse that our records showed the cycler being picked up on (B)(6) 2011.

Manufacturer narrative:
A product investigation was not performed for this device. The device was refurbished prior to the investigation period. The event was reported over 30 days from the actual event. A review of the device history record was performed. There were no unexpected variances, or adjustments or comments noted in the device records. A search of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical dept. Per the pharmocovigilance physician there were no reported cycler problems. The peritoneal dialysis nurse reported that the physician stated the cause of death was cardiac arrest. The pt had a history of cardiac arrest and cardiomyopathy. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.